Manufacturer narrative:
The prowler lpes or prowler select plus were not returned. The microcoil system was cleaned by the end user before being returned. As viewed through the sheath the proximal end of the coil has been severely buckled and compressed. The sheath had to be dissected to reveal the damaged coil. The buckling occurred proximal to the compressed section. The coil's socket ring has been bent toward the proximal end of the coil. Except for the proximal section the remainder of the coil is undamaged. The proximal end of the coil was severely buckled and compressed. There are two possible contributing factors to the root cause. The evidence strongly suggests that the primary factor contributing factor may have been due to distal interference inside the microcatheter that prevented the coil from advancing out of the microcatheter¿s tip. With the microcoil system returned cleaned by the end user; any detached debris was removed. Therefore; it cannot be determined if the source of this interference was of a fixed or detached nature. In addition; without the return of the prowler microcatheter (size unknown) used in the procedure; it cannot be determined if this component contributed to the complaint event. It was stated that it was unknown if the microcatheter was a prowler lpes or a prowler select plus. If the microcatheter was a prowler select plus; then the secondary contributing factor was the selection of a noncompatible 18 series microcatheter that was used with a 10 series microcoil system. For optimum product use and to prevent potential complications; the instructions for use (IFU) recommends; ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm). ¿ the inner lumen of a prowler select plus is 0.021.¿ additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During the procedure; a presidio (cpl100206-30; g12530) got stuck in a microcatheter (either prowler select lpes or prowler select plus) and the distal tip of the presidio did not come out of the microcatheter¿s distal end. Therefore the presidio was safely removed from the patient and replaced for a new one. It is unknown if the microcatheter was also replaced or not. Afterwards; the procedure was completed with no other issues. No patient injury was reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. It is unknown how many coils were successfully placed using the same microcatheter before the complaint product. The complaint product is going to be returned for analysis.